Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 and was unconscious. The customer was hospitalized a month prior due to low blood glucose levels. The customer has huge blood glucose fluctuations daily. A few days prior to the call, the customer started driving with a blood glucose level of 100 mg/dl and after 5 minutes was at 27 mg/dl. The customer has even had a low of 9 mg/dl at one point. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was not completed as the customer declined. The customer also reported getting highs, physical damage to their pump and that they were having issues with their current pump. The insulin pump will not be returned for analysis.